Manufacturer narrative:
One device was returned for repair in good condition for report of error code 1320. Complaint was not related to a previous service repair. There was a confirmed lec1320 present, caused by a faulty real-time clock (rtc) battery. The rtc battery was replaced, and the pump passed functional and accuracy testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited last error code (lec) 1320 real time clock (rtc) error. The event occurred during testing. There was no patient involvement and no patient harm.